Event description:
Caller alleged discrepant low inratio inr results in comparison to the physician's unspecified point of care (poc) inr result and the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.9 and 2.7, poc inr: 5.8, laboratory inr: 5.7. Therapeutic range: 2.0 - 3.0. All tests were approximately five (5) minutes apart from each other. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.